Event description:
A customer reported experiencing an occlusion alarm with their insulin pump, which had been becoming more frequent over the past two months. This issue led the customer's blood glucose to exceed 500 mg/dl, with the measurement displaying as "high." To address the elevated blood glucose levels, the customer administered a correction bolus via the pump. Additional troubleshooting revealed that the customer was using cold insulin contrary to recommended guidelines and had not been cycling the cartridge. Technical support advised the customer to use room temperature insulin, cycle the cartridge, and try a 9mm cannula. Reportedly, customer changed their infusion set and cartridge before resuming insulin delivery.